Manufacturer narrative:
The gluc3 reagent lot number was 78847301 with an expiration date of 30-jun-2025. Calibration was last performed on 01-jan-2025 with acceptable results. The qc data provided appeared to be acceptable. The alarm trace data contained "abnormal probe sucking", "abnormal sample aspiration", and "sample short" errors. The field service engineer (fse) found issues with the syringe seals and replaced them. The fse found the sampling mechanism had a slight sway and the reagent spline touched the cuvettes. The fse replaced the sampling mechanism and replaced the reagent spline with new bearings. Mechanical and hardware checks were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for cobas integra glucose hk gen. 3 (gluc3) on a cobas 6000 c (501) module. The initial result was 36 mg/dl. The nurse questioned the result, as the patient had a "recent" blood glucose result of 200 mg/dl from an accu-chek meter. The sample was repeated on a different c501 module and the result was 147 mg/dl with a data flag. The higher results were believed to be correct.